Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive during the fill cannula step of the load process. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was 97 mg/dl.